Manufacturer narrative:
Additional information: due to characterization limit e1 (event site name: (B)(6)). The device has not been returned to the manufacturer, so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during use, intra-aortic balloon (iab) displayed sensor failure alarm.there was no patient harm.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: g2, h6 (type of investigation).

Manufacturer narrative:
Updated fields: b4, d9, e4, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. Corrected field: b5. The emergency support team instructed madison to remove and reinsert the fiber-optic (fo) cable, ensuring proper arrow alignment; however, the alarm persisted. She was then advised to remove the fo cable and transition to the transducer (inner lumen) as the arterial pressure (ap) source. Madison zeroed the transducer and confirmed that all waveforms and blood pressure parameters were appropriate. Iab sensor failure: malfunction or signal loss from the fiber optic pressure sensor in an intra-aortic balloon catheter, critical for accurate pressure waveform and pump timing. Causes of a sensor failure: a sensor failure can result from the following: - connector issue. Effects: loss/poor waveform. Calibration/alarm errors. Pump unable to detect sensor.

Event description:
The user reported a fiber optic sensor failure alarm during use and contacted the emergency support program for support. No patient harm occurred.